Event description:
The clip (suture wing) on the catheter has failed to hold the catheter in place.

Manufacturer narrative:
The device involved in the reported event was not returned for evaluation. A review of the mfg records was not possible as the lot number of the device was not provided. Without an evaluation of the device involved we are unable to determine the cause or factors that may have contributed to this event. From the incident description it appears that may have contributed to this event. From the incident description it appears that enough force was applied to the catheter to dislodge it from the suture wing.